Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer continued to use pump for insulin delivery. Customer¿s blood glucose level was 202 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was xx mg/dl.